Event description:
Patient revised to address hip pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the nail part and lot number combination. The lag screw and distal screw part and lot information was not provided. A review of the inspection records found no related manufacturing deviations or anomalies. Provided information states the patient had an atn implanted in 2005, subsequently removed and converted to a total hip due to hip pain. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.